Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported issue. After reconnecting a component to resolve the reported issue, proper device operation was observed through functional and performance testing. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the therapy cable could not be recognized. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The root cause was determined to be a loose therapy connector cable.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the therapy cable could not be recognized. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.